Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose in the 300 mg/dl despite receiving large corrective insulin doses from the ilet, with no delivery alarms except low insulin alerts, and a site that felt slightly warmer than surrounding skin. A complete supply change was performed, and the user was advised on temporary disconnection from the ilet for a subcutaneous insulin pen correction. Investigation included assessment for site issues such as potential scar tissue. Further investigation of this case revealed no evidence of device leakage, but a potential infusion site tissue issues. No symptoms associated with elevated blood glucose were reported. Outcomes included a subcutaneous insulin pen dose, with subsequent blood glucose trending down to 240 and steady. It was concluded that the event involved hyperglycemia with an unclear cause, with contributory factors possibly related to the infusion site. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.